Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rv lead exhibited increased threshold and decreased r-waves. The lead was explanted and replaced. The patient condition was good post procedure.